Event description:
It was reported that there tube had poor separation which caused a clogged probe with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: it was reported that a pst tube was improperly separated which caused a clogged probe.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photos for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there tube had poor separation which caused a clogged probe with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: it was reported that a pst tube was improperly separated which caused a clogged probe.